Event description:
Concomitant devices reported: confidence half dose kit (5cc) (part# 283905000, lot# unknown, quantity# 3).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a kyphoplasty case with a confidence cement kit, the cement did not connect to the port that holds the cement after mixing. The cement kit mixing cement was extremely hard to the point, making it impossible to transfer. Three (3) more cement kits were used and unspecified issues of not being able to connect occurred again. The procedure and patient status is unknown. Surgical delay is unknown. Concomitant devices reported: confidence half dose kit (5cc) (part# unknown, lot# unknown, quantity# 4). This is report 1 of 1 for (B)(4).